Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the insulin pump was malfunctioning. The customer was hospitalized on (B)(6) 2016. She was not feeling well and they took her to urgent care. She was not feeling better and was taken to the emergency room. Her blood glucose level was over 600 mg/dl. She developed acid in her blood and experienced pain. The customer was treated with insulin and IV fluids in the hospital. She had a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the emergency room visit. The insulin pump's time was off by an hour. The top of the reservoir compartment was damaged. The device was not returned.